Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation. Three screws with the same catalogue number as the screw in this report were also explanted. Their lot numbers are; b03939, b02238, b04697.

Event description:
It was reported that, "when surgeon booked case he made us aware that the pt had 2 broken screws. The pt had a l4-l5 fusion. Both of the l4 screws are broken on x-ray. The pt is scheduled for surgery on (B)(6) 2011 to remove and replace the screws. Pt started to complain about pain approx 6 months after primary surgery. X-rays taken in (B)(6) 2011 showed 2 broken screws. Pt notified surgeon that he had contacted a lawyer. The surgeon has received a request from pts lawyer requesting explanted screws."